Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the 355sd device was returned with the stopcock sub-assembly dislodged and missing. Presence of adhesive was noted. The sleeve was noted to be cracked on the side of housing. Additionally, the outer gasket was noted to be cut; however, no pieces were missing. White powdery residues were noted inside the obturator. Based on the batch history review, this product expired on 7/15/2003. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an uknown procedure, the stopcock of trocars was broken before initial using or in using. There was no patient consequence. It was not noted how the case was completed.